Event description:
It was reported the patient failed to charge the ipg as recommended. As a result, the ipg failed to establish communication with external devices therefore the ipg was inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.